Event description:
The reporter stated that the 3-way stopcock proximal to the arterial line to the patient was leaking from the top of the handle of the stopcock. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The sample has not been received from the customer. The device history was reviewed with no issues noted. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. A follow up MDR will be submitted, should information become available that impacts this investigation. No additional action is necessary at this time.